Manufacturer narrative:
On 2012.

Event description:
It was reported that after a monarc was implanted, the patient experienced urinary urgency, frequency and incomplete bladder emptying. It was reported that the patient had failed conservative management and the patient underwent mesh removal. Upon entry into the anterior vaginal wall, the mesh was easily identified and removed without difficulty. Cystoscopy demonstrated that the urethra was intact. It was also reported that the device malfunctioned. No further patient complications were reported.